Event description:
Foreign report from germany. Health care professional (hcp) using a medical face mask reported a wire protruding from the mould holder at the nose (B)(6) 2025. Additional information received 15jul2025 reporting the hcp injured their eye with the exposed wire. The hcp received initial medical treatment at the onside emergency department (ed) and was transferred to the nearest eye clinic in regensburg, germany. The facility reports no additional information is available and resolution is not documented. The hcp has most likely recovered but further assessment medically is not documented or available. Us sells a similar product, and the available information indicates that medical intervention was performed; unfortunately, we do not have the details on what type of intervention. Therefore, the event has been classified as a serious event associated with use of a molnlycke product as a conservative approach and is considered reportable to the us FDA.

Event description:
Foreign report from germany. Health care professional (hcp) using a medical face mask reported a wire protruding from the mould holder at the nose (B)(6) 2025. Additional information received 15jul2025 reporting the hcp injured their eye with the exposed wire. The hcp received initial medical treatment at the onside emergency department (ed) and was transferred to the nearest eye clinic in (B)(6). The facility reports no additional information is available and resolution is not documented. The hcp has most likely recovered but further assessment medically is not documented or available. Us sells a similar product, and the available information indicates that medical intervention was performed; unfortunately, we do not have the details on what type of intervention. Therefore, the event has been classified as a serious event associated with use of a (B)(4) product as a conservative approach and is considered reportable to the us FDA. New information: supplier who manufactures the product, does not manufacture products released to market in the USA. However, we do have similar products with the same functionality and design available in the USA. (B)(4) owns the design and contracts manufacturing to multiple suppliers.